Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the customer with the process, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arose in the future, which the customer acknowledged and understood.